Event description:
It was reported that pump displayed recurring malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump, then prepared to transition to multiple daily injections as backup therapy while technical support arranged pump replacement.